Event description:
The report received that a physician was unable to remove a 7f 4x20 80cm maxi ld balloon catheter through the 12f catheter it was placed through. After several attempts to snare the balloon were made, it sheared in half. Initially, continual attempts were made to aspirate balloon and remove through the 12 f sheath until it had ¿concertinaed.¿ an attempt made to puncture balloon externally to assist removal was unsuccessful. A 16f sheath placed in the right groin for a second way to access balloon. The physician attempted to snare it with a 20mm amplatz goose snare from the groin entry and was able to snare the balloon but was unable to pull it back through the 16f sheath. The physician upsized to a 22f sheath in the right groin. Snare attempted again and was again unsuccessful. Further consultant assisted snaring the balloon from both ends at once in an attempt to pull the balloon straighter to help it through the larger sheath. The balloon then sheared in half and came out both ends of the patient half through the 12f in the neck and half through the 22f at the groin.

Manufacturer narrative:
Additional information was received that after the initial device had been removed it was replaced with a second maxi ld. The same event occurred with the second maxi ld exactly the same because it wouldn¿t come out of the sheath. Additional information was received that after the initial device had been removed it was replaced with a second maxi ld. The same event occurred with the second maxi ld exactly the same because it wouldn¿t come out of the sheath. The intended procedure was a balloon occlusion of portal vein and pressure measurements. The access site was the right jugular. The first balloon became stuck when trying to remove the 20mm x 4cm balloon. It was stuck in a 12 f sheath. It had been inserted in the patient once.¿ originally they only punctured the right jugular. Based on the response above, the quantity involved in the reported event is 2. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(4). The report indicated that during balloon occlusion of the portal vein and pressure measurements, a physician experienced deflation difficulty and was unable to remove a 7f 4x20 80cm maxi ld balloon catheter through the 12f catheter it was placed through. After several attempts to snare the balloon were made, it sheared in half. A second maxi ld was used but the same event happened again. No adverse events were immediately apparent at time of procedure. Vessel characteristics leading up to and within the target vessel were not indicated. The access site was the right jugular. The first balloon became stuck when trying to remove the 20mm x 4cm balloon. It was stuck in a 12 f sheath. It had been inserted in the patient once. Continual attempts were made to ¿aspirate balloon¿ and remove through the 12 f sheath until it had ¿concertinaed.¿ an attempt made to puncture balloon externally to assist removal was unsuccessful. A 16f sheath placed in the right groin for a second way to access balloon. The physician attempted to snare it with a 20mm goose snare from the groin entry and was able to snare the balloon but was unable to pull it back through the 16f sheath. The physician upsized to a 22f sheath in the right groin. Snare attempted again and was unsuccessful. Further consultant assisted snaring the balloon from both ends at once in an attempt to pull the balloon straighter to help it through the larger sheath. The balloon then sheared in half and came out both ends of the patient half through the 12f in the neck and half through the 22f at the groin. Additional information was received that after the initial device had been removed it was replaced with a second maxi ld. The same event occurred with the second maxi ld ¿exactly the same because it wouldn¿t come out of the sheath¿. The brand of contrast used and contrast to saline ratio used were not indicated. The brand of inflation device was not indicated and it is unknown if the device was used successfully in other procedures. The devices were not returned. Without a lot number provided, a manufacturing lot history review could not be conducted. Without return of the devices the reported balloon deflation difficulty, withdrawal difficulty through the guide/sheath and separation could not be confirmed and the exact cause could not be determined. Based on the information available for review, factors contributing to the reported balloon deflation difficulty could not be determined. The brand of contrast and contrast to saline ratio used were not indicated. The instructions for use (IFU) instructs to use ¿equal volumes of contrast medium and normal saline.¿ use of a more concentrated contrast medium may hinder proper deflation or slow deflation times. The deflation difficulty reported may have contributed to the withdrawal difficulty experienced by the customer while attempting to remove the device through the sheath. The IFU notes ¿if the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit.¿ in this case, additional access was attained and the device was snared ¿from both ends at once in an attempt to pull the balloon straighter¿. Handling factors during this process may have contributed to the device separation. Without return of the device for analysis and without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
Additional information was received that the details of this event were reported via (B)(4), manufacturing report number 9616099-2014-00030. It was also confirmed that the event involved one device, rather than 1. No further information is available and no further reports will be forthcoming.

Manufacturer narrative:
Please note that the gender of the patient is not known and it therefore no value is listed in that field. This device is not available for testing and evaluation. The lot number is also not available. Additional information is pending and will be submitted within 30 days upon receipt.